Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer declined troubleshooting from tandem technical support (tts). Customer's blood glucose level was 378 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.